Event description:
3m arthroscopy pump was set up for a surgical procedure in accordance with the manufacturers instructions using disposable 3m pump tubing. 3m pump tubing appeared to have a malfunction which resulted in extra pressure in the shoulder where it was being used with extravasation. Small amount of swelling in the shoulder noted. (Right shoulder)the tubing was changed after malfunction was detected and no further problems were noted. Follow-up done by the qa/risk management committee. Post-op phone call 3-10-92 patient stated "the shoulder is fine.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, invalid data. Invalid data - on device destroyed/disposed of status.